Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that after connecting to their implant on around (B)(6) they have been having the pulsation sensation to be uncomfortable and feeling drained or tired considerably. Patient stated that they went to see their healthcare provider (hcp) for a follow up appointment and they did decreased the stim from 1.8 to 1.6 and hcp advised them to decreased more if they feel it uncomfortable. Patient stated that just after communicating with their implant around june 19th and without doing any adjustments at all they started feeling the uncomfortable sensation on their vaginal and rectal areas. Patient also noticed after this particular communication with implant an exhaustion sensation which has affected their sleeping patterns such as waking up later than usual. Patient asked for more information about those effects. Agent reviewed therapy expectations and provided general recommendations when doing adjustments. Patient is currently at 1.4 and will monitor their progress. Patient was redirected to their hcp to further address the issue. Patient will see their hcp between (B)(6).